Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) was inserted and the arm did not accept it, customer adjusted the drape and tried again with no success. The instrument was replaced with a back up instrument of the same type. There was a delay of less than 15 minutes. The procedure was completed with no reported injury.